Manufacturer narrative:
Date of event: estimated date. The additional seven proglide devices referenced are filed under separate medwatch report numbers. The original tweet referenced is filed under a separate medwatch report number. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
A tweet was read that was seeking responses to the following question: "has anyone ever come across this before? The hydrophilic portion of the proglide device separated from the main body, inside the femoral artery". This medwatch report captures the response ¿yes one time! And not only that but in fact a whole lot was bad because used 7 that had no stitch at all!! Then staff had to go to cath lab to get two which went perfect.¿ no additional information was provided.